Manufacturer narrative:
(B)(4). The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration and lymphadenopathy.

Event description:
Physician reported right side "extracapsular rupture, silicomatosic adenopathies and also intracapsular rupture" confirmed by MRI. Device has been explanted.

Event description:
Physician reported right side "extracapsular rupture, silicomatosic adenophaties and also intracapsular rupture" confirmed by MRI. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, d9, h3, h4, h6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device photo evaluation: visual analysis of the photographs identified: device patch with lot (or catalog) number catalog number: unk mammary implant (it is not possible to see the batch number and catalog of the device due to the quality of the photos). Red biological tissue on the shell. An opening extended is observed in the radius of the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Device evaluation: visual analysis of the returned device identified: white calcification in shell(10%), curved opening, weight within specification. A microscopic analysis was performed which identified: a curved striated opening on radius side assessed as surgical damage. Based on the device analysis the final assessment is: - a curved striated opening assessed as surgical damage consist in the use of some surgical tool.

Event description:
Physician reported right side "extracapsular rupture, silicomatosic adenophaties and also intracapsular rupture" confirmed by MRI. Device has been explanted.